Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted and found to have positive blood cultures and sepsis. No origin of infection has been identified; however it was suspected that it was endovascular infection from lvad. The pump was presumed to have been seeded. Patient was treated with antibiotics infusion and will receive chronic oral antibiotic suppression therapy. No additional information was provided.

Manufacturer narrative:
Additional information: a specific cause for the reported infection could not conclusively be determined through this evaluation. The patient, implanted approximately 120 days prior, was admitted to the hospital for positive blood cultures and sepsis. The origin of the infection was not identified. However, an endovascular infection was suspected. There was no driveline infection. The pump was presumed to have been seeded. The patient was treated with intravenous antibiotics at the hospital and placed on oral antibiotic suppression therapy. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2018 patient phoned with complaints of rigors and shortness of breath (sob). Patient sent to ER. Placed on bipap for respiratory distress and started on IV vancomycin and IV zosyn. Blood cultures positive for pseudomonas, suspect endovascular infection. (B)(6) 2018 vancomycin discontinued, zosyn discontinued (B)(6) 2018.